Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery (vats) right wedge resection, when resecting the lung tissue for a biopsy, the user asked for a purple cartridge to be used with the device. The cartridge was loaded properly, cycled on the device and passed onto the user. When the user put it onto the part of lung that needed resecting and articulated the cartridge and closed the jaws on tissue but the green light indicator did not come on. The user opened and closed the jaws to compress the tissue so the fluids are dispersed but the green light still did not come on which was partly down to the tissue being too thick. When the scrub nurse tried to remove the purple cartridge so they can replace it with the black cartridge, the user was not able to straighten the cartridge. The nurse took the cartridge off some how and the user fired two black cartridges which worked absolutely fine. When the user asked for the same purple cartridge, it did not register with the device. As stated, there was a problem with unloading the device, the stapler did not fire, the surgeon was unable to press the green button and the handle was squeezed. The reload was replaced by another cartridge to complete the case. There was no patient injury.